Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient conditions (enlarged atrium, rotated heart and fragile valve). Additionally, based on the information reviewed, the unspecified tissue injury appears to be due to the slda. The reported image resolution poor appears to be related to patient and procedural conditions as difficulty with imaging was reported due to patient anatomy. The reported patient effect of tissue damage as listed in the electronic mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances as a third clip was implanted to further reduce mitral regurgitation (mr) and stabilize the leaflets. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from one leaflet resulting in tissue damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Difficulty imaging was noted due to patient anatomy. One clip as implanted. While implanting the second clip it was noted the posterior leaflet was torn out of the first clip (single leaflet device attachment (slda)) and tissue damage was noted due to the first clip. Since the second clip was stable it was implanted. A third clip was implanted to further reduce mr and stabilize the leaflets, reducing the mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.